Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating when using the defibrillator, it gives the caption "defibrillator disabled". The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Fse confirmed no patient involved, user found the issue when performing daily check on the device. The user tries to do the operational test when one of the cables was lose, so the test failed. After a few hours a new user tried the test after connecting again the cables, this time with no problems. At the time of the visit the device was fully functional. Fse reviewed error log and it is detected that the cables were loose at the time the user attempted the test, a review is carried out and the condition is corrected. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when using device gives the caption "defibrillator disabled" . Device was in clinical use but no reported adverse event. In a conservative assessment of the record, the reported event will be considered a serious injury because life-saving therapy/treatment may have been interrupted and or delayed and may have led to a deterioration in the state of the health of the patient.